Manufacturer narrative:
The lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of a pcb00 23.0 diopter intraocular lens (iol) that was implanted on (B)(6) 2017, the doctor noticed some irregularities on the posterior edge of the lens, close to but not on the haptic-optic junction, 180 degrees apart from each other. The doctor tried to aspirate and rub the fiber-like asperities, but was not successful. Reportedly, a non-amo ophthalmic viscosurgical device (ovd) was used in conjunction with the lens. The surgery was performed normally and the lens remains implanted. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on 11/6/2017. Device returned to manufacturer? Yes. Device evaluation: the complaint unit was received in the original folding carton. Only the preloaded device system was returned for evaluation. The lens remains implanted. The plunger was observed in the advanced position and locked. The cartridge was correctly engaged into the lower body of the pcb00 device. No assembly errors and/or defects related to the manufacturing process were observed. Visual inspection at 10x microscope magnification was performed. No defect/damage related to the manufacturing process was observed in the preloaded device system. No lens was returned for evaluation (it remains implanted); therefore, the reported issues could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.